Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant surgeon explanted the patient¿s system two days after implant ((B)(6) 2018) due to an infection. No further complications were reported/anticipated.